Event description:
Patient was on 40ppm of no. The ino vent began to alarm due to only reading 20ppm. I re-calibrated the ino vent and it failed due to "failure of fuel cell". I called our charge rt to bring a new ino vent, which she brought quickly. We switched out the ino vent with no issue. Pt tolerated all of this without any signs of distress.